Manufacturer narrative:
Based on the information provided, the root cause of the reported issue is unknown, but the physician stated that he believes that an ion product may have caused/contributed to the reported event. The physician stated no malfunction of an ion product occurred. System log review: a review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The logs for system (B)(4) were not available. This event is being reported due to the following conclusion: the patient experienced a pneumothorax that grew over the span of a week. The patient returned to the hospital and was hospitalized for one day with a pigtail catheter installed to resolve the pneumothorax. The root cause of the reported issue is unknown, but the physician stated that he believes that an ion product caused/contributed to the reported event. The physician stated no malfunction of an ion product occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax that required observation. On 02-apr-2021, intuitive surgical inc. (Isi) contacted the driving physician of this procedure and additional information was obtained about the event: the physician clarified that there was no pneumothorax (ptx) observed during the procedure. The physician "saw the diaphragm go down with the basilar biopsy but no ptx." A chest x-ray was performed to observe the reported issue. The physician believes an ion product caused or contributed to the reported event. The physician is unsure if the event would have likely occurred via another modality. No malfunction of an ion product occurred. The procedure was ultimately terminated when the physician observed the diaphragm depress. The physician was able to perform three biopsies during the procedure which were all successful. It was reported that the pneumothorax was 15mm (1.5cm) with no secondary consequences and did not grow in size on repeat film. The patient was never considered medically unstable, was not hospitalized for this reported issue, and did not have a chest tube placed. The patient is reportedly doing well. On 06-apr-2021, isi contacted the physician who performed this procedure and additional information was obtained about the event: the patient returned to the hospital the week after the procedure with a 30% pneumothorax. The patient initially had a 7% pneumothorax that was stable on follow-up imaging. On 12-apr-2021, isi contacted the driving physician of this procedure and gathered the following additional information was obtained about the event: the physician believes the pneumothorax occurred while he was taking a sample from a nodule that was on the edge of the diaphragm. When a sample was taken from this nodule the physician noticed the diaphragm drop and decided to end the procedure there. The physician clarified that he considers this procedure completed, and a success despite ending the procedure immediately at the moment he noticed the described event. A pneumothorax was confirmed in a chest x-ray after the procedure. The pneumothorax was estimated to be at about 10-15%, did not require any additional intervention, and the patient was discharged the same day. The patient returned to the hospital seven days later with shortness of breath. An x-ray was performed and it was noticed that the pneumothorax had grown to 30%. At this point, a pigtail catheter was inserted into the chest and the patient was kept overnight. The next day, the patient was discharged reportedly in good overall condition. It was not clarified if the pigtail catheter was removed prior to discharge.